Manufacturer narrative:
H6 impact code insufficient information - the device was returned with no allegation. The device was returned for analysis. Visual inspection revealed the tip of the catheter was stuck on the floppy end of the guide wire. The rotator and imaging core assembly could not be removed from the hub due to the condition of the device so imaging core windup was not inspected. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during testing. Impedance testing shows an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was found to be a result of a broken coax cable at 130cm to 140cm.

Event description:
Reportable based on device analysis completed on 20apr2023. The opticross imaging catheter was returned without any allegation of a device issue. However, device analysis revealed entrapment.